Manufacturer narrative:
(B)(4). The DHR provided for lot no. 06c1515959 was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 piece lot in (B)(6) 2015. No instrument was returned for evaluation, therefore we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and 100% function tested at time of manufacture. No corrective action required at this time.

Event description:
Holding clips with the applier was difficult and the clip got broken in the patient's body. After that, the physician used suction probe to remove the broken pieces from the patient's body, so no clips remained in the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Instrument sample parts for complaint were evaluated and it was found that the instrument jaws are aligned with each other in the open and closed position. Further evaluation showed that the instrument was able to pick-up, retain, close and release clips with and without the use of silastic test tubing. We are unable to validate the alleged complaint since we cannot replicate the alleged issue. Parts were 100% visually inspected and tested at the (B)(4), inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled and cleaned by the end users facility. No corrective action required.

Event description:
Holding clips with the applier was difficult and the clip got broken in the patient's body. After that, the physician used suction probe to remove the broken pieces from the patient's body, so no clips remained in the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Holding clips with the applier was difficult and the clip got broken in the patient's body. After that, the physician used suction probe to remove the broken pieces from the patient's body, so no clips remained in the patient. There was no patient injury.